Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Wrong meter returned and test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 191, 181, 199, 228 and 217 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. Customer stated he started to use the truemetrix meter in january and since then has been obtaining high results. Customer also stated that the truemetrix meter is reading higher than another device; actual meter to meter comparison test results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 05/24/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).